Event description:
It was reported that during a non-device related procedure, the patients lead tail was cut off. The patient will undergo a replacement procedure. Additional information was received that the patient was supposed to have an ipg reimplantation and lead replacement. During the procedure, it was found out that the patient developed an infection at the midline incision. The patient was placed on antibiotics and the physician opted to explant the device. The explanted lead will not be returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that during a non-device related procedure, the patients lead tail was cut off. The patient will undergo a replacement procedure.